Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that the pt is undergoing intense pain, which is sporadic and in the area behind her right ear. There is some swelling on the right hand side of her face. The pt had similar symptoms in 2005 with the previous implant whilst also pregnant.